Manufacturer narrative:
There was no reported patient use. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The lot number of the product provided did not include the solvent improvement change. 3m continues to monitor these types of complaints. The facility did indicate they were seeing about 1 of 30 with leaks but did not specify lot numbers. 3m is monitoring the trend of complaints before and after solvent improvement. End of report.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked at y connection. No patient injury was alleged for incident occurred prior to patient use. The set was primed with saline prior to use. No pressure device nor pump was used. The leak occurred prior to the use of the warming device.